Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the pulse wire in the rear therapy electrode interconnect cable had an intermittent open connection. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the defective electrode belt. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a therapy electrode recognition test. The last pt to use this electrode belt did not report any deficiencies.